Event description:
It was reported that this device system was explanted due to infection. A new device system was implanted a few days later. No additional adverse patient effects were reported. The device remains in hospital's possession.

Event description:
It was reported that this device system was explanted due to infection. A new device system was implanted a few days later. No additional adverse patient effects were reported. The device remains in hospital's possession.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Functional testing of the device found no abnormalities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of infection. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.